Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. The balloon has a 3mm circumferential tear 4mm from the proximal markerband. There are numerous hypotube and shaft kinks. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the confirmed event. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. Bsc ID: (B)(4). Tw: (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that balloon inflation failure occurred. The 90% stenosed target lesion was located in the calcified left anterior descending artery. A 3.5mm x 12mm quantum¿ maverick¿ balloon catheter was advanced for dilation. However, the balloon was unable to be inflated. The procedure was competed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a circumferential tear.